Event description:
Patient's oxygen level escalated; respiratory therapist noticed that the cannula was broken manufacturer response for optiflow cannula, optiflow jr cannula (per site reporter): supplier worked with rt to replace all the cannulas in house with that lot number; replacement product arrived one month after the event; all cannulas pulled with lot number including 2 defective ones sent to fisher & paykel's customer care team in (B)(4) to complete quality review.